Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the steerable guiding catheter (sgc) failed to hold column. It was reported that during preparation of the sgc the hemostatic valve could not hold the fluid column. There was no patient involvement. A new sgc was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.